Event description:
It was reported to boston scientific corporation in early 2006 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on a female patient the same day (patient weight unknown). According to the complainant, during the procedure, the balloon was inflated to 7 atm and then popped. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.